Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation, but has not yet been received. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was received for evaluation. The sample was visually inspected and drop size delivery test was performed. The customer reported condition was not confirmed and no defects were found during the evaluation. The root cause could not be identified.

Event description:
A customer contacted a baxter infusion system specialist to report a no flow issue with an unknown amount of interlink vented secondary medset, w/lever lock sets. According to the report, the customer stated that they have had several sets in which they are unable to get the fluid to flow down into the drip chamber. The customer also stated that they are using IV tylenol(100ml) on the sets. There is no patient injury associated with this report. No additional information is available.